Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additionally, the angle wires were stretched, illumination is uneven due to dirt on the light guide lens, the skeletons in the bending section become loose/ collapsed/ or damaged, the adhesive on the bending section cover has a chip, the bending angle in the up direction does not meet the standard value, the play of the up/down knob is out of the standard value, the probe cover has a scratch, the light guide lens has a crack, and the distal end has a scratch. In addition, the nozzle is deformed, the forceps channel port is shaved, the protector of universal cord on control section side has a scratch, and a scratch was observed on the following components: the suction connector, the forceps elevator lever and knob, the up/down knob, the right/left knob, the switch box, the universal cord, the grip, and the control unit. Also noted was discoloration on the elevator connector. It was noted that the device was cleaned, disinfected and sterilized prior to being returned to olympus. The customer could not identify the foreign material. There was no delay in precleaning and no issues with reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it was presumed that the issue occurred due to moisture invasion inside the light guide lens which corroded the glue around the light guide lens or it peeled off due to physical stress including hitting or dropping the distal end section of the scope or chemical stress from usage. However, a root cause could not be identified. This issue is addressed in the instructions for use (IFU): the event can be detected and prevented in accordance with the following IFU. The instruction manual operation manual ¿evis lucera jf/tjf type 260v, chapter 3 preparation and inspection¿ describes the methods for detection. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis lucera duodenovideoscope¿s image is dark. The issue was found during receipt inspection. The device was returned for evaluation. During device evaluation the following reportable malfunction was found, the light guide (lg) lens has foreign objects inside. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.